Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleging water tank, and filter with the complaint of lung cancer. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed an external wear and tear, multiple contaminants on exterior of base unit. Broken ui knob. Excessive mineral deposits and other contaminants on the interior of humidifier water tank enclosure. 0 errors logged, 6,159.6 blower and 6,159.2 therapy hours were logged. Care orchestrator data shows the patient had a compliance rate of 4.4% and used the humidifier at various settings during the most recent 90 days of use. Dust contamination observed throughout the airpath, on/in blower, and on sound abatement foam. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found zero error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was no evidence of sound abatement foam degradation/breakdown and observed multiple contaminants and was not able to confirm the complaint or address the symptoms specified.